Event description:
Vascular occlusion/blanching to the skin upon touch/some blanching near the injection site/bruising on the left side of chin/bruising which was actually livedo reticularis/tightness/pain in the chin area and tender to touch [vascular occlusion] rha2 in chin [off label use]. Case narrative: united states report received from a physician via company representative on (B)(6) 2026 and refers to a 33-year-old hispanic or latino female patient who had received rha 2 (resilient hyaluronic acid, mepivacaine) on (B)(6) 2026 (monday) at 12:00 for an unknown indication. The patient's medical history was not provided. The patient was not allergic to any drug or food. Concomitant medications included 50 mg of viagra (sildenafil) and doxycycline at unknown dose, both used for unknown indication. A volume of 0.8 ml of rha 2 was applied at chin via needle technique with 30 g gauge size. It was not reported if cannula was used for the administration. Lot#: (10)25232gl0 and expiration date: 27-jun-2027. On (B)(6) 2026, the patient experienced blanching of the skin, near the injection site, upon touch that night. The patient reported experiencing tightness and described the pain as approximately 6 out of 10 in certain areas and massaged the area as a treatment. On (B)(6) 2026, the patient complained of bruising on the left side of the chin which actually was livedo reticularis. The patient was treated with 2 vials of hylenex (hyaluronidase) which was followed with slight relief. On (B)(6) 2026, the patient returned to provider and the patient was treated with 2 vials of hylenex (hyaluronidase) again used the vein finder. The patient stated that it felt much better, with only soreness and slight tenderness remaining. A thin layer of nitro-paste (nitro bid nitroglycerin ointment ups 2%) was applied, and she was instructed to leave it on for at least six hours. On the same day the patient treated area with warm compress and took an aspirin 325 mg as a additional treatment. The patient¿s capillary refill had returned to normal and provider was continuing to monitor the area. On (B)(6) 2026, the patient did ultrasound laboratory test at integrated aesthetics which confirmed vascular occlusion. The patient was healing and was using skin care products to help heal the skin. At the time of report, outcome of the event vascular occlusion was considered as resolving. The intensity of the event vascular occlusion was not reported. Causality assessment per reporter between event vascular occlusion and rha 2 was not provided. Pictures of the patient were provided. Health effect: clinical code: e2328, obstruction/occlusion. Health effect: device code: a2304, off label use. Follow up information with supplemental information received from health care professional on 12-may-2026 included: laboratory test was provided, information about injection technique, the patient's concomitant medications, the patient's symptom's evolution and outcome of the event, and new pictures of the patient were provided, verbatim for llt: pallor updated from blanching to the skin upon touch/some blanching near the injection site to vascular occlusion/blanching to the skin upon touch/some blanching near the injection site/bruising on the left side of chin/bruising which was actually livedo reticularis/tightness/pain in the chin area and tender to touch and recoded to vascular occlusion, events (llt: livedo reticularis), (llt: skin tightness) and (llt: pain) were deleted. Narrative was updated accordingly. Company comment: a 33-year-old female patient received treatment with rha2 in chin via needle technique. It should be noted that rha2 was administered at an off-label site. The patient developed serious event of vascular occlusion. No information regarding the patient¿s relevant medical history was provided, and the patient had no known drug or food allergies. Concomitant medications included sildenafil, and doxycycline; however, these medications are not known to predispose to or cause the reported event. The event was treated with 2 vials of hylenex using a vein finder, with symptom improvement. Additional supportive treatment included application of nitro-bid, warm compresses, and aspirin 325 mg. Capillary refill returned to normal, and the area continued to be monitored. Considering the suggestive temporal association between rha2 administration and the onset of the event and the lack of alternative etiologies identifiable from the information provided, the company assessed that a causal relationship between the reported event and rha2 cannot be excluded and therefore considered the events to be possibly related. The company will continue monitoring the benefit-risk profile for the product.